Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, five ventilator service required codes were found relating to a control pressure sensor, proximal flow sensor, control flow sensor, airstream temperature sensor, and barometric pressure sensor failure. The manufacturer's service technician observed the ventilator service required codes in the device's event log. The technician recommended replacing the device's sensor board to address the error codes. Additionally, a separate ventilator service required reminder error code was found in the device's error log. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.